Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of redness, breakout, discharge, and painful skin. Patient sough medical attention and was prescribed otc medication. Patient followed proper skin preparation.